Manufacturer narrative:
The console was serviced on-site by the field service engineer. During the evaluation, the device failed to power on, confirming the reported issue. The emergency button, its harness, the on/off switch, its harness, the isolation transformer, the stop switch, and the low voltage power supply (lvps) were replaced, resolving the issue. The emergency button, its harness, the on/off switch, its harness, the isolation transformer, and the stop switch were sent to our post-market quality assurance laboratory for visual analysis. Subsequent visual analysis of the returned components did not reveal any abnormalities. Based on the analysis results and the information available, it is likely that the replaced components caused or contributed to the reported event.

Event description:
It was reported that the console was not turning on. Biomed checked outlet with voltage meter and showed that there is power and is working in the outlet. However, there are no noises or lights on the machine to indicate the console is working. There was no patient involved. Analysis onsite of the console identified that the emergency button was likely damaged.